Event description:
During a routine shift check by a clinician, the device was unable to obtain an ECG signal. There was no pt involvement. The malfunction was attributed to the device's multi-function cable.